Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). The registered nurse (rn) had disconnected the home patient (hp) before the alarm had been reported. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history review and/or service history review will be completed. Should additional relevant information become available, a follow-up report will be submitted.